Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka was performed about 6 years ago, the patient presented with a broken lgn prsft stem 20mmx220mm bwd with a legion revision knee implanted. This was addressed via revision surgery and upon opening the knee, the lgn prsft stem 20mmx220mm bwd had broken at the boss of the femoral component. There was no fixation of the legion revision femur to the patients bone. During revision surgery, the device was removed. The femoral canal was grafted by impaction and a shorter stem was cemented in place with a new femoral component. Further information is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a ¿broken¿ pressfit stem approximately 6-7 years post total knee arthroplasty with intraoperative findings of ¿no fixation of the legion revision (femoral component) to the patient¿s bone¿. It was communicated that the requested clinical documentation was not available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported broken stem and loosened femoral component and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that break have been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or abnormal loading of the limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.